Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited an undersensing issue. Programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.